Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and reported that their device was "firing". High right atrial (ra) lead thresholds was noted on electrograms. The implantable pulse generator (ipg) and the ra lead remain in use. No further patient complications have been reported as a result of this event.